Manufacturer narrative:
Event date was not reported and approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2007. On an unknown date it was noted that a perforation occurred and the filter was tilted. No patient complications were reported.

Manufacturer narrative:
Correction to h6 patient code. Initially reported as perforation 2001 and h6 is corrected to no consequence or impact to the patient 2199. Correction to h6 device code. Initially reported as positioning problem 3009 and h6 is corrected to adverse event without identified device or use problem.

Event description:
A greenfield filter was implanted on (B)(6) 2007. On an unknown date it was noted that a perforation occurred, and the filter was tilted. No patient complications were reported. It was further reported that on (B)(6) 2017 the patient received a CT scan of the abdomen without contrast. Examination revealed the apex of the ivc filter was at the level of the renal veins. There was no significant tilt. The struts were intact with bulging of the ivc wall without definite perforation. Adjacent retroperitoneal structures are unremarkable. There are mild aortic and iliac artery calcifications. There is no aneurysm.